Event description:
It was reported that 9 bd luer-lok¿ tip syringes had foreign matter on their stoppers. The following information was provided by the initial reporter: "30cc syringes have visible white matter on the stopper".

Manufacturer narrative:
It was reported there was visible foreign matter on the stopper. To aid in the investigation, five photos were provided for evaluation by our quality team. One photo shows particles adhered the syringe barrel and rubber stopper. The three photos show lubricant adhered to the rubber. The last photo shows a packaging blister top web with lot number 2332089. No samples with lot number 2332089 were received for evaluation at the manufacturing facility. As a physical sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 302832, lot 2332089. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that 9 bd luer-lok¿ tip syringes had foreign matter on their stoppers. The following information was provided by the initial reporter: "30cc syringes have visible white matter on the stopper".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.